Manufacturer narrative:
(B)(6). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the straight suction instrument was bent. This issue occurred during the verify instruments task. The site continued to use the suction in the case. It was noted that the site got it to verify, but it was difficult to verify. There was no delay due to this issue, and there was no impact on patient outcome. It was later reported that it was not known how the suction became bent. The site discussed during the case and they were not positive if it was bent. They were not sure if the suction/tracker was just outside of the flat emitter field. It was noted that it worked okay when tested with another navigation system.